Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited a high capture threshold. Fluoroscopy confirmed that the rv lead had dislodged. The physician decided to reposition the rv lead. During the procedure, the setscrew failed to disconnect from the header because the torque wrench was not engaged properly. After multiple attempts, the septum of the setscrew came off together with the torque wrench. The pacemaker and the rv lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
The reported event of difficult to remove, loose or intermittent connection was confirmed. As received, the device was returned for analysis. Analysis revealed that the inset of the setscrew had been totally stripped due to the incorrect insertion of the torque wrench into the setscrew inset. The anomaly is related to the user's incorrect use of the torque wrench.